Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was working. A technical support specialist (tss) connected to the station, checked the logs, confirmed the station was operational. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es purge errors appeared on multiple station logs. The customer confirmed that when they attempted to retrieve medication, the pyxis screen was blank, and the unit required multiple reboots before it became functional. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.